Event description:
It was reported the patient was having problems and ¿could not get it to work.¿ the patient had changed batteries. A week later, it was stated the implantable neurostimulator (ins) had ¿shifted¿ and it was ¿on its side.¿ it had been in that position for ¿a while¿ and it was noted it had worked after that. The patient did not feel stimulation and it was unknown the last time they felt stimulation. It was noted the patient¿s ins was not on a high level. It was indicated the patient had fallen due to their multiple sclerosis. They had never been hurt though. The patient wanted to ¿increase it¿ about a month prior, but was not able to communicate. A ¿poor communication¿ screen was seen on the patient programmer. The patient was not able to communicate at the time of the call as well. Information received a week later noted the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. No appointments were scheduled as the patient had just found out what doctor they needed to see. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v166106, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).